Manufacturer narrative:
Concomitant medical products: model: dtpb2d4, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for low rv tip-to-rv coil pacing impedance. It was noted that the rv tip-to-rv coil is not the current programmed pathway for sensing or pacing and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.